Manufacturer narrative:
Concomitant medical devices: addrl1 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.